Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no damaged found. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing performed. The customer reported problem was confirmed. According to the investigation, a cassette not attached properly error alarm emerged during the functional testing and the pump mu showed a nonreactive downstream occlusion sensor. Investigator's replaced the dso sensor to correct the reported issue. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "cassette not properly attached" alarm. No adverse effects reported.